Event description:
It was initially reported that a patient was referred for generator replacement due to battery depletion. Information was then received that high impedance was seen in pre-op. The neurologist stated that the patient's device was disabled prior to the surgery because of a "possible problem" but did not notify livanova or the surgeon. Pre-op, high impedance was seen, output currents were disabled, low output current was seen, and battery status was within normal limits. The new generator also showed high impedance during the operation with the old leads and thus a lead revision was done. Information was received that the explanted devices were discarded after revision surgery and therefore will not be returned to livanova for analysis. No additional relevant information has been received to date.